Event description:
The manufacturer received information alleging a ventilator failed a test step. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not return.

Manufacturer narrative:
The manufacturer previously submitted receiving information alleging a ventilator failed a test step. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the customer's complaint could not be duplicated or confirmed. The device was found to operate and alarm as designed. In addition of the above evaluation, the device's system board, blower assembly, blower bellows, blower mount, blower chassis plate, machine flow sensor, tubing-fio2, tubing- system board, tubing-blower chassis, tubing- low flow o2, blower cap, outlet side, limb cup, and muffler assembly were replaced due to contamination, which was not related to the malfunction/issue. The device's software was uploaded to the latest version.